Event description:
General report received of an unspecified number of undocumented incidents of tubing ruptures while in use with power injectors; subsequently blood loss was noted. The pts were undergoing CT scans while using power injectors to deliver contrast media at unspecified rates. After unspecified lengths of time in use, the tubings ruptured at unspecified locations. The customer contact reported the pts lost "minimal" volumes of blood. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The devices were not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard IV administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account mgr's were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors. This report represents all the info known by the reporter upon query by hospira personnel.